Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 137 mg/dl. The customer reported that the buttons took a while to respond and had delayed effect or will have to press it twice for it to work. Customer stated that numbers were ramping on their own. Customer stated that the scroll bar was moving with no input. It was reported that the display was flashing white. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump power up properly after battery installation. Insulin pump received with operating currents within specification. Insulin pump passed selftest and displacement test. Insulin pump was monitored and no blank display anomalies noted. Power connector plug in and locked in place properly. Insulin pump received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. No button error alarm noted upon testing.